Manufacturer narrative:
Expiration date: 08/2003. Device manufacture date: 08/2001. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's lead is for off-label use. It was reported the patient's lead had become superficial due to erosion. As a result, the patient underwent surgical intervention on (B)(6) 2016 to revise the lead.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.